Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, it was found that patient's atrial lead exhibited noise and low pacing impedance. Insulation damage was also noted on the lead. The lead was capped and replaced (B)(6) 2022. The patient was stable.